Manufacturer narrative:
The reported event of bluetooth telemetry (ble) unavailable was not confirmed. Final analysis of the information provided indicated that the ble appears to be enabled. The results of the software analysis are inconclusive since relevant information related to the event was not able to be obtained.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. Programming changes were made and telemetry was restored. There were no patient consequences.

Manufacturer narrative:
Correction: g3 - should have been 24 sep 2024 in the previous report rather than 25 sep 2024.